Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the device was found delivering at a rate different than the originally programmed rate. At an unspecified time, line a of channel 3 of the device was programmed to deliver an unspecified chemotherapeutic agent. It was reported that the rate had been titrated from 150 ml to 200 ml to 280 ml/hr. No further programming parameters were provided. It was reported that 25 minutes after the rate had been titrated to 280 ml/hr, the nurse noted that the device display indicated a rate of 200 ml/hr instead of the originally programmed rate of 280 ml/hr. The delivery was stopped. The device was removed from clinical service. There were no reported adverse patient effects and no medical interventions were reported. Though requested, no additional information was provided including if the therapy was resumed using a replacement device.